Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. The iabp had generated a.p optical sensing module failure. To fix the issue, the fse replaced the fiber optic module, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) did not have a blood pressure (bp) waveform. No adverse event was reported. The date of the event is unknown.